Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 375 mg/dl. During troubleshooting with tandem technical support, insulin was not observed to be exiting the cartridge. Reportedly, the customer changed the cartridge to resolve the issue. Customer delivered a bolus to address bg level.